Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported via a call report that immediately post insertion helium (he) loss alarms were noted; no blood was present. A decrease of 3 cc of helium was attempted, but the alarm continued. Pumping in 1:2 was attempted, but the alarm continued. They had also changed pumps. After the clinical support specialist (css) returned the call, they had tried another pump and were replacing the intra-aortic balloon (iab) during the hot line call conversation. The new catheter was in with no problems or alarms noted. There was no reported patient death or injury. There was a delay in treatment for the time period of prepping and inserting the second iab. There were no reported patient complications. The patient outcome is listed as "patient currently on pump." Reference MDR 31219856-2011-00060 for the iab report involving the same patient.